Event description:
It was reported that the patient lost therapeutic effect in their feet. The lead had not migrated, so scar tissue was suspected as the reason for the loss of therapy. A lead revision was performed on (B)(6), 2012 to move the lead from the t10-11 vertebrae to the t12-l1 vertebrae. The patient recovered without sequelae and had stimulation following the revision.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product type lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 37092 lot# 285700002 serial# implanted: 2011-(B)(6) explanted: product type external antenna. (B)(4).